Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Event description:
It was reported that the blood glucose monitor was reading in the incorrect unit of measure for which it is labeled.

Manufacturer narrative:
The patient reported to have discarded the product. The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.